Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was not impacted. Multiple supply changes were performed and the occlusion alarms continued. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer reported the pump would continue to be used for insulin therapy.